Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic miles procedure on unknown date and the reservoir was connected to a drain. Before use on the patient, air leak occurred. Another like device was used to complete the procedure. There was no adverse patient consequence reported. No further information is available.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Welding around the y-connector was inspected and it was in good condition, there was no presence of a weak welding or over welding that could cause a leakage from the y-connector. Also, y-connector ports were inspected to identify any damage, ports were in good condition. During sample evaluation, it was verified that the plate was able to be opened and closed. Root cause could not be determined.